Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed, and the lead was reprogrammed back to the bipolar configuration. The physician will continue to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed, and the lead was reprogrammed back to the bipolar configuration. The physician will continue to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the patient passed away, however, it wasn't related to the implanted system. This pacemaker system was explanted and the pacemaker was returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Correction to field d4: serial number. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed, and the lead was reprogrammed back to the bipolar configuration. The physician will continue to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the patient passed away, however, it wasn't related to the implanted system. This pacemaker system was explanted and the pacemaker was returned. No adverse patient effects were reported.